Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510k # k073231.

Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The lay user/patient contacted lifescan (lfs) customer service on october 18, 2010 alleging that the onetouch ultralink meter is giving inaccurate high reading of "305 mg/dl" compared to another device reading of "156 mg/dl." The patient manages her diabetes with an insulin pump and doses her insulin per the lfs meter reading. One week prior to contacting lfs, the patient allegedly obtained the elevated reading of "305 mg/dl" on the subject meter and subsequently took 3 units of humalog insulin. The patient felt that the reading may have been inaccurately high since she tested with another device and obtained a blood glucose reading of "156 mg/dl." The patient did not develop any hypoglycemic or hyperglycemic symptoms due to the alleged issue. According to the troubleshooting performed with customer service, the reported meter readings of "305 and 156 mg/d" were taken with 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. Replacement products were sent to the patient. There is no evidence that the patient suffered a serious injury due to the alleged issue. The patient took insulin per the lfs meter reading and did not develop any symptom. However, this complaint is being reported due to the alleged inaccurate issue.